Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6)2019 with blood glucose of 1000 mg/dl. The customer was treated with insulin drip. It was reported that the customer insulin pump got disconnected in the middle of the night and the customer blood glucose went high and was found on the floor in the own through up. The customer reported that the insulin pump was turned off for a few day and also had error alarm on the pump. Customer declined troubleshoot for high blood glucose. The device will not be returned for analysis.